Event description:
A ventilator was returned to a third-party service center for service due to a report of right-hand side damaged casing. There was no harm or injury reported. During the evaluation of the device at third-party service center, errors related to dc voltage, the oxygen blending module, and o2 flow were found in the error log. Evt_ext_dc_source_low means the external dc voltage dropped to less than or equal to 11.2v. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_flow_railed_low means the o2 flow sensor railed to maximum negative value. Evt_o2_flow_stuck means o2 flow communication ceased, and the sensor is reporting the same value. Additionally, during the evaluation of the device at third-party service center, errors related to o2 pressure sensor and voltage were found in the error log, but this was not related to the reportable malfunctions evt_o2_pressure_railed_low means o2 pressure sensor railed to maximum negative value. Evt_voltage_3vs3_fail means the 3.3v supply rail exceeded or dropped below threshold due to component tolerance/drift. Evt_voltage_5vs2_fail means the 5v supply rail exceeded or dropped below threshold due to component tolerance/drift. The oxygen blending module assembly and system board were replaced to address all these issues. Device tested and all testing passed. Also, the outlet side panel was replaced to address the damaged casing issue, but this was not related to the reportable malfunctions.